Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. -complaint not confirmed. -one unpackaged ar-9676 was received for investigation. -the device was not received assembled to an ar-9297-20. The device was not bent. No problem found. -upon visual inspection it was noted that there were circumferential abrasions to the distal end of the device. There were also circumferential abrasions to the proximal end of the device near the shoulder and approximately 0.750 in from the shoulder. There is also damage noted to the square quick connect end, which is consistent with attempting to assemble the mating part when misaligned. The most likely cause for these failures can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 08/16/2022, it was reported by a sales representative via sems that (2) ar-9676 angled reamers were bent when trying to ream. This occurred during a reverse total shoulder arthroplasty, the patient had hard bone, and there was no patient effect reported. Additional information provided on 08/17/2022 via sems, it was reported that (2) ar-9597-20 angled reamer sleeves spot welded to the shafts. The patient had hard bone, and it seemed to stop, and get stuck.